Event description:
It was reported by service report that the footboard modules were damaged; the left and right siderail had damage to panels. It is unk if there was pt involvement or adverse consequences to report.

Manufacturer narrative:
Result: cracked siderail panels. Damaged / cracked footboard.